Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s ptm was not working correctly. The patient had been having trouble getting locked out since around april. In june the hcp told the patient that the pump was working but the ptm was not. The patient had woke up at 8:30 and it had said in 4 hours. The patient was able to give themselves a bolus 45 minutes prior to the time of report (around 12:40). It was noted that after the ¿3rd of 4 times it went through. The lockout was 6x/day, 1x240 minutes, and 1x4 hours. The battery compartment looked fine. The ptm had not been dropped or wet.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient still saw the "0617" code on the ptm once every month or so. It has been on-going for about the last year.

Event description:
It was reported that the patient was locked out for 4 hours when they tried to give themselves a bolus. It was stated that this was the 3rd time it had happened over the last couple weeks. It was noted that the patient had not used their personal therapy manager (ptm) in 5-6 hours. Patient was using their antenna. The patient¿s lockout intervals were ¿6x/day, 1x/240m and 1x/4hours.¿ it was noted, the patient was disabled and always had their cell phone with them. It was stated, the patient was not feeling any relief from the bolus. Patient had been very sick over the last couple weeks. It was noted that the patient saw the ¿0617¿ code a ¿2nd time last week.¿ the pump system was delivering morphine. Additional information received reported that the patient was having problems with their ptm. Patient had tried their prtm again today and it said they needed to wait four hours. Additional information received reported that there was a ¿6187¿ error code when requesting a bolus. Further information reported that the patient believed it may have been the ¿0617¿ code instead. It was noted that the patient also had an scs system implanted on the opposite side of the body. It was stated that from the hcp that they ¿have it all figured out.¿ additional information received reported that the ptm wasn¿t working again. Patient had not been able to give themselves a bolus since 2-4am on the day of report. It was noted that they were in pain. It was stated that it seems like it was going to work and then it would switch to the first screen like it was on again. It was noted that the patient had rayovac heavy duty batteries. Additional information received reported that the patient did not feel they were getting bolus from personal therapy manager (ptm). Patient was on also on oral cymbalta, dilaudid and gabapentin at the time of the event. It was questioned if the issue was because of ¿electrical interference- ?.¿ it was noted that an electromagnetic interference (emi) source was that the patient had a spinal cord stimulator. It was reported that the patient did not pull the ptm away from pump before complete telemetry. It was reported that the logs did not show denied bolus. It was reported that the patient was receiving effective therapy.